Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed the proximal end of the pod packing coil (podj) was bent. The damage to the podj was found prior to use and therefore was not used in the procedure. The procedure was completed using a new podj.